Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. The customer's blood glucose (bg) ranged from 53 mg/dl to "high" (specific value was not provided). Cause of the low bg was unknown. Customer consumed carbohydrates to address low bg and gave a manual bolus to address high bg. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.